Manufacturer narrative:
Zoll medical corp has not received the device for eval and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed "defib fault 80", "defib fault 108" and "defib fault 111" messages. Complainant indicated that there was no pt involvement in the reported malfunction.